Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads. The device was received with minor scratches on the lcd window and debris under the lcd window.

Event description:
Customer reported the insulin pump had a crack on the screen. Customer's blood glucose was 170 mg/dl. The device was cracked on the upper right corner from the corner all away around to the back. Customer was not sure how damaged occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.